Manufacturer narrative:
(B)(4). Evaluation: the device was visually inspected. During the alarm log review, the air in line alarm was identified. The air sensor was recalibrated, fixing the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump experienced an air alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4).